Event description:
It was reported that a revision surgery was performed for dislocation. The femoral head was disassociated from the liner. The emergency care physician attempted to do a closed reduction to correct the incident; however, fractured the femur. A revision surgery was performed.